Manufacturer narrative:
(B)(4) method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and the inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. The complaint circuit was then connected to a fph mr850 respiratory humidifier and performance tested. Results: visual inspection revealed no damage to the returned rt265 breathing circuit. The resistance test revealed that both the inspiratory and expiratory heater wires were within specification. The hospital further reported that an additional extension was used in the setup in addition to the one that is supplied with the rt265. In addition, it was reported that the subject rt265 was used for 10 days. During the performance test no alarms were generated by the mr850 and a normal amount of condensation was noted near the unheated extension tube and swivel. A lot check could not be performed as the lot information was not provided. Conclusion: no fault was found with the returned rt265 breathing circuit. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The amount of condensation observed in the performance test was typical of what maybe expected in humidified gas delivery systems. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit illustrate the correct set-up and location of the device in the incubator, and also state the following: "this product is intended to be used for a maximum of 7 days." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported that excessive condensation was noticed in an rt265 infant dual-heated evaqua2 breathing circuit. They further reported that the circuit was in use for 10 days and that an additional extension was used in the setup. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that excessive condensation was noticed in an rt265 infant dual-heated evaqua2 breathing circuit. They further reported that the circuit was in use for 10 days and that an additional extension was used in the setup. No patient consequence was reported.